Event description:
Caller states the patient tested 6.5 inr and 4.4 inr on the coaguchek xs plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Device strips not returned.